Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent an endometrial thermal ablation procedure on (B)(6) 2015. It was reported that 5 to 10cc less of fluid was withdrawn from the catheter when removed from uterus after the procedure.the procedure was completed using the catheter. There were no patient consequences reported. Additional information has been requested.